Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for bacterial peritonitis coincident with therapy for peritoneal dialysis. The cause of the peritonitis was reported to be due to the patient biting through their line. The patient was hospitalized twice for the event. While hospitalized, the patient was treated with vancomycin and ceftazidime intraperitoneally most of the time but at one point one of the antibiotics was delivered intravenously (doses and frequency not reported). The patient recovered from the peritonitis and was temporarily placed on hemodialysis for due to ¿catheter was not working¿. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a follow-up report will be submitted.